Event description:
During the explantation procedure for the associated lead, this lead was also extracted because the shock impedance was outside the accepted range during a generator exchange (>200 ohm). This lead was returned for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The analysis of the linox td lead showed deformation of the rope conductors to the shock electrodes between the df-1 connectors and the fork. A conductor fracture of the rope conductors could be seen in this region. This damage was with high probability caused by strong tensile forces during the exchange of the ICD and can be regarded as the cause of the measured shock impedance of more than 200 ohm. The analysis did not find any indications of material defects or manufacturing errors for either the selox jt lead or the linox td lead.